Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D6a. Implant date between (B)(6) 2010, and (B)(6) 2021. D10. Unknown bearing item# unknown lot# unknown. Unknown ms30 stem item# unknown lot# unknown. Unknown head item# unknown lot# unknown. G2: foreign - event occurred in sweden. Literature: lower dislocation rate in total hip arthroplasty for femoral neck fracture after transition from a conventional cup to a dual mobility cup. A. Pejic, s. Mukka, p. Sward, a. Jobory, o. Leonardsson. Elsevier. 2025. Pages 1-5. Https://doi.org/10.1016/j.injury.2025.112539.

Event description:
A journal article was obtained on 19-jan-2026 that reported a retrospective study from sweden performed at (B)(6) hospital. The purpose of the study was to investigate whether changing routines from conventional tha (ctha) to dual-mobility (dmc) for fracture patients resulted in a reduced dislocation rate. The study reviewed 219 hips/patients receiving thas for acute femoral neck fractures between 2010-2021. All surgeries were performed via posterior approach with cemented femoral and acetabular components using palacos antibiotic loaded cement. The ctha group consisted of 108 hips that were performed from 2010-2016. Implants consisted of zimmerbiomet zca cup (99 hips) or stryker exeter rimfit cup (9 hips), zimmerbiomet ms30 stem (107 hips) or waldemar link lubinus stem (1 hip), and an unspecified modular femoral head. The dmc group consisted of 111 hips that were performed between 2016-2021. Implants consisted of zimmerbiomet ades cup (2 hips) or avantage cup (109 hips), ms30 stem (111 hips), and an unspecified modular femoral head. The ctha group had a mean age of 72.7 years at the time of surgery with 76 females and 32 males. The dmc group had a mean age of 73.3 years at the time of surgery with 69 females and 42 males. The article reported that during the entire study period, 2 patients in the dmc group experienced dislocation at 3 months postop. Both were treated with closed reduction without recurrence. Diligence is completed and no further information on the reported event has been provided.